Manufacturer narrative:
In the returned state, the lead had been cut through 14 cm distal of the df4 connector pin. A proximal and a distal lead fragment were available for analysis. The returned fragments were thoroughly analyzed. The analysis found multiple signs of abrasion along the lead body. The insulation was damaged by fraying, especially in the distal area. This damage is consistent with the inadequate shock deliveries complained about. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as the cause. In addition, several cuts into the lead body, a torn conductor to the ring electrode, and a deformed rv shock coil were found during the examination, which are probably a result of the extraction procedure, as well as traces of a discharge, resulting from shock deliveries. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material or manufacturing error.

Event description:
It was reported that after the estimated implantation period of 70 months, the patient received inappropriate shocks. The ICD could not be interrogated after that. The system was explanted.